Manufacturer narrative:
Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2022-07550. It was reported that a patient presented in-clinic with rapid atrial fibrillation, which was able to be resolved in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have low defibrillation impedance, and the patient's implantable cardioverter defibrillator was found to have inadequate high voltage therapy for the patient's atrial fibrillation. Surgical intervention was planned, but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.

Event description:
New information received notes that the patient's ICD was explanted and replaced and the rv lead was capped on an unknown date. The physician alleged rv lead fracture. The patient was reported to be stable without adverse consequences. A venogram was also performed